Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) is demonstrating noise on the ventricular rate/sense channel that results in pacing inhibition. It was noted that this patient has a very slow escape rate and that the noise could not be recreated with valsalva or other maneuvers. It was reported that 2 events have occurred within the last month and only 1 other similar episode has been noted (shortly after the implant). It was further noted that all the pacing parameters were within acceptable ranges.